Event description:
Customer reported, she thinks her insulin pump is not delivering as it should. She called in earlier for a no delivery alarm. Customer's blood glucose is 392 mg/dl. She treated with her insulin pump. Customer was feeling hot and thirsty. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not occluded. Customer was advised that high blood glucose were often caused by site or set issues. She was directed to the website for additional resources. Customer's last blood glucose during the call was 406 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.